Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 240 mg/dl. The customer stated that she had to press the esc button 4 to 5 times in order to garner a response. He estimated that he first observed the issue about 3 weeks prior. He reported that in september, when he was on a cruise ship, none of the keys were responding and he also received a keypad error. He stated that he had stopped using the device for a few hours, and when he resumed its use, it began working again. He recalled that he had been lying out by the pool and was unsure whether the device had gotten water splashed on it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.